Manufacturer narrative:
(B)(4).

Event description:
It was reported " whole pump shut down. The user states that when the pump was turned back on it was working". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " whole pump shut down. The user states that when the pump was turned back on it was working". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump just shut down" is not able to be confirmed. No part was returned to teleflex chelmsford for investi gation. According to field service report, the field service representative performed the preventative maintenance (pm). The pump was performing to manufacture standards. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends